Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020181 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). Customer reported that they had 2 tests with no results after the sample was applied. No lines appeared and they confirmed that the sample was put in the correct well. They also confirmed that their was buffer fluid but it appeared viscous.